Event description:
The patient stated using a hc431a CPAP full face mask and had red puffy eyelids with burning eyes. The patient had been to see an eye doctor for medication, but does not know what kind of medication she is using. A further visit to the eye doctor is planned.

Manufacturer narrative:
The patient has kept the device. This evaluation is based on the event description and previous experience. Results: from the event description the injury is likely to be irritation from forced air. The mask has no contact around the eye suggesting it is not due to a skin reaction from the mask material. It is possible that air from the CPAP was leaking from a poor seal near the bridge of the nose onto the eye, causing drying the inflammation of the eye area. Conclusion: there was no information suggesting a malfunction with the device operation and materials have biocompatibility testing to iso 10993. We have advised the patient to discontinue use of the device in accordance with the user instructions. Poor seals sometimes occur due to facial contour and incorrect fitting or mask selection and the user should refer to the prescribing physician of the mask. Monitoring and trending of this type of event for allergic reactions for the last 12 months worldwide gives a rate of occurence of 74 ppm.